Event description:
It was reported that balloon burst, and blade was partially lifted. The target lesion was located in the tight lesion of arteriovenous fistula at cephalic arch. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During inflation at 10 atmospheres, the balloon burst, and the blade was partially lifted. The balloon removed in one piece completely by simply retracted and withdrawn from patient. The procedure was completed with another mustang balloon catheter. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the pcb was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A leak test identified a balloon pinhole located approximately 3mm proximal of the distal markerband. The rated burst pressure for this device is 10 atmospheres. A visual examination found that approximately 12mm of the proximal end of one of the blades and pad was lifted distally from the balloon material. The remaining 8mm of blade and pad was fully bonded to the balloon material. All other blades were intact and fully bonded to the balloon material. No issue was observed with the tip or markerbands of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. No other issues were identified with the device.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that balloon burst, and blade was partially lifted. The target lesion was located in the tight lesion of arteriovenous fistula at cephalic arch. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During inflation at 10 atmospheres, the balloon burst, and the blade was partially lifted. The balloon removed in one piece completely by simply retracted and withdrawn from patient. The procedure was completed with another mustang balloon catheter. No patient complications were reported.